Manufacturer narrative:
Additional narrative: examination of the returned devices by depuy material science found no unusual wear, although scratching from either extraction or the destructive testing was found. It should be noted, the devices were returned to depuy in a destructively tested state and meaningful visual inspection is not possible. The female and male tapers were found to have extensive areas of black discoloration that is suggestive of fretting corrosion deposits. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray images received are not dated, but it is stated which is pre-revision and which is post-revision. Upon review of pre-revision image, implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the returned devices by depuy material science found no unusual wear, although scratching from either extraction or the destructive testing was found. It should be noted, the devices were returned to depuy in a destructively tested state and meaningful visual inspection is not possible. The female and male tapers were found to have extensive areas of black discoloration that is suggestive of fretting corrosion deposits. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray images received are not dated, but it is stated which is pre-revision and which is post-revision. Upon review of pre-revision image, implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During follow up, the surgeon found the pseudo tumor by the CT image. The revision surgery was determined. The surgeon removed the pseudo tumor neck junction and contact area for sleeve of the stem had been occurred the corrosion. The surgeon was suspecting that the tissue reaction and corrosion of the stem were due to mom.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.